Event description:
It was reported that a patient was having problems with stimulation and it was not turning on properly. It was noted that the patient wanted to meet with a manufacturer representative. Eight days later, it was reported that the patient had had the device for 12 years and the battery was dead. The reporter stated that the patient was in excruciating pain. Three weeks later, it was reported that during impedance testing at default settings, question marks were showing up in the results. Impedance testing was then done at 3 volts and a pulse width of 450, which showed a significant change in impedance results and question marks were still being reported. It was noted that the patient was preparing to have the implantable neurostimulator (ins) replaced. Five days later, it was reported that no further diagnostics were performed and no malfunctions were seen. The reporter stated that there was a planned ins and lead replacement and the device was not being used at the time. Three weeks later, it was reported that the ins was replaced and the patient was getting coverage in the areas he previously had coverage. The reporter stated that electrode two on the lead had high impedance. The doctor did not wish to replace the old lead and an adaptor connected the old extension to the new ins. The patient was programmed around electrode two. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 3888-28, lot# l76873, implanted: (B)(6) 2000, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).